Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva meter, compared to an active meter, within 10 minutes: 225 mg/dl (aviva) and 110 mg/dl (active) meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.